Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient went to their healthcare provider when they were still having bladder problems where they would have to go to the bathroom in a flash of a second, they would have no warning. The patient noted they was in 2018, it hadn¿t gotten better, and they don¿t have a healthcare provider. The patient also noted having told a representative about the issue last year sometime. The caller was sent healthcare provider listings and were advised to contact a healthcare provider regarding their loss of therapy. The patient also reported on a second call that they had problems with infections and discharges before. No further complications were reported.